Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the customer received a continuous glucose monitor error 42 and an inaccurate fill estimate reading occurred. Customer's blood glucose level ranged between 125-224 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.